Manufacturer narrative:
An event regarding dislocation involving an adm liner and femoral head was reported. The event was not confirmed. Visual inspection, dimensional inspection, functional inspection & material analysis were not performed as no items were returned. No medical records were received for review with a clinical consultant. A review of the product history records could not be performed as the lot number of the device is unknown. Not performed as device lot number is unknown. A review of the trending project folder indicates that there is no existing and valid trend analysis for this product and event. Monitoring will be continued under the current quarterly trend review. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices were returned and insufficient information was received by stryker orthopedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's hip (side not reported) was revised after patient sustained a fall and the liner dislocation from the head. Surgeon attempted to re-insert the head into the liner but was unsuccessful, and revised both components with the same catalog numbers.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip (side not reported) was revised after patient sustained a fall and the liner dislocation from the head. Surgeon attempted to re-insert the head into the liner but was unsuccessful, and revised both components with the same catalog numbers.